Manufacturer narrative:
The returned device was evaluated. During inspection, the unit was found to to obtain spo2, pi, and pulse rate readings normally. During power on, visual inspection confirmed led segments on the led digits did not illuminate upon start up. Additionally, the device was missing the battery lid and cracks were found on the top shell. Internal inspection isolated the led segment failure to an open circuit across the missing segment nodes. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported that two segments at the bottom of the lower screen do not illuminate. Additionally, damage to the front of case and a missing battery cover were reported. No consequences or impact to patient were reported.